Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there were air bubbles inside the reservoir and tube. The customer¿s blood glucose was 153 mg/dl. The customer stated that they observed air bubbles during the therapy and filling. The customer was assisted with troubleshooting. The customer reported that the size of air bubbles was 1 inch of tubing was equivalent to 0.5 units of insulin. The air bubbles were not removed successfully. The customer noticed large bubbles on 4-5 reservoirs and sets. The device will not be returned for analysis.